Event description:
In 2004, a clinical incident involving a 13 gauge needle was reported to arthrocare corporation. The reported incident involved a vertebroplasty procedure in which, during the extraction of the needle in t5, the 13 gauge needle broke leaving behind approximately 3 cm of the tip in the vertebral body. No portion of the fragment was found to be outside of the vertebral body. No additional treatment to remove the fragment will be performed. The pt was reported to be doing well.